Event description:
The customer reported that after an unidentified procedure, a non-specific cable problem was noted. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, it was observed that there was no image when the device was connected to a video processor due to a defective camera cable. There was no visible cable damage. Additionally, error code e311 (scope communication error) appeared due to the damaged cable. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-march-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The camera head didn't display an image and error code e311 was displayed on the monitor. Additionally, the repair center found cable damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a cable failure. The root cause of this event was unable to be identified. Additionally, it¿s likely the error code (e311) was due to the white balance not being able to be adjusted because the screen was completely dark. The root cause of the error code (e311) was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.